Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis. There was only one set of setscrew marks on the is-1 pin, and it was too proximal indicating that the lead was not fully inserted into the device. No anomalies were found; full lead was returned for analysis. There was only one set of setscrew marks on the is-1 pin, and it was too proximal indicating that the lead was not fully inserted into the device.